Event description:
Additional information obtained revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
A4 - patient's weight was obtained via follow-up and has been provided. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient went over an extended period of time without recharging their ipg due to losing their charging system. In turn, the patient lost therapy. A replacement charging system was sent to the patient but therapy was unable to be restored due to their ipg being inoperable. As a result, the patient may undergo surgical intervention.